Event description:
It was reported to philips that the azurion system was not booting up properly and rebooting on its own. The device was inside of clinical use at the time of the reported event. No harm was reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the suite pc was faulty. The fse replaced the suite pc and reloaded the software which resolved the issue, and the device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was in clinical use at the time of the event and the procedure was delayed, completed after the system restarted successfully. The philips field service engineer (fse) inspect the system onsite and confirmed that the system shut down despite message stating x-ray was starting. During troubleshooting, fse found malfunctioning suite pc. Fse replaced the pc and reloaded software. After that the system was returned to use in good working order. The cause of the suite pc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the suite pc by the field service engineer has resolved the reported issue and restored the functionality of the system. The codes were updated based on the investigation outcome.